Manufacturer narrative:
Device expiration date: 09/2018. Device manufacturing date: 09/2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 22, 2016. (B)(4).

Event description:
It was reported and depicted via photo, that upon opening the dressing, there appeared to be a piece of metal that looked like a half a staple in the stitching of the hydrofiber; no damage or puncture holes in the outer package observed. This was noted prior to application and the dressing was not used on a patient.

Manufacturer narrative:
Return product was received and upon visual inspection of the open sachet, evidence of contamination is confirmed. The open sachet contained a dressing with a metal fragment which appears to be a piece of needle from the stitch bonder. This does not comply with specification. Batch history record review and finished pack batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operating information system (lois) was reviewed and there were some needle snaps listed on the stitch bonder. Preventative maintenance (pm) reviewed and all were completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint issue. After a detailed batch review, a discrepancy was found. This warranted further action and a nonconformance (nc) was previously opened for this issue. Bulk batch records were reviewed and there was evidence of needle snaps through the manufacturing run. This complaint will be closed as the investigation has been completed and corrective actions were opened to investigate the manufacturing process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).